Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and infection at the implant site. Subsequently the patient underwent a procedure in (B)(6) 2015 (exact date not reported) to excise the excess skin. The implanted device remains.